Manufacturer narrative:
The customer reported that they followed the advice of the remote service engineer which was to check the ground terminal block in the front of the unit and exercise each connection to get fresh contact. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Event description:
The customer reported that a ventilator failed the electrical safety at all 3 test points with a reading of 0.5 during preventative maintenance (pm) servicing. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). It was reported that rse advised the customer to check the grounding terminal block in the front of the unit and exercise each connection to get fresh contact. Further information regarding repair has been requested from the customer.